Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. Only the handle and shell were returned for evaluation. The shell was not a smith and nephew branded device. The reamer shaft was not returned for evaluation. The handle was manufactured 2014 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that item broke during reaming. Part was discarded by account, but, kept outside handle piece. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The patient or surgical procedure was not affected in any way due to the problem. Absolutely no broken pieces fell into the patient¿s wound at all. Tracking number is not available at this time, but, item will be returned to the appropriate address.